Event description:
It was reported to covidien on (B)(6)2012, that a customer had an issue with a dialysis catheter. The customer stated that when trying to remove the guide wire, it was difficult and they lost the pt's vascular access. The pt required puncturing on the opposite side.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).